Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the gear of the air reamer/drill device was broken, torn off and damaged. It was further determined that the device was crashed and defective. It was further determined that the device had blockages due to the use of excessive force or reversal of rotation while the device was in operation, causing the overloading and the subsequent breakage. It was further determined that the device failed pretest for check for free movement, check for excessive noise, check for air leak and check the starting behavior at 2 bars. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.